Manufacturer narrative:
The probable cause of the failure was attributed to widespread corrosion of the internal components.

Event description:
The core impaction drill was sent in for eval due to overheating during a bone graft procedure. Another device was readily available and it was used to complete the procedure. No adverse event was associated with the device.